Event description:
It was reported the patient has lost stimulation over time due to the ipg being unable to communicate with the charging system. The patient's ipg also cannot longer communicate with the programmer. It was also reported the patient had fallen recently in the past, but no issues occurred immediately after (event date is unknown). Follow-up revealed the patient was sent a replacement charging system to provide resolution to no avail. On (B)(6) 2015, an sjm representative met with the patient and confirmed the patient's ipg was inoperable. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model per the manufacturer's device record database). The replacement ipg resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the complaint for "no communication" was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests after being recovered. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.